Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device history records review was completed for part: # 314.467, synthes lot # 7740761. Release to warehouse date: (B)(6) 2014, supplier: (B)(6). No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 patient underwent an ulnar shortening osteotomy procedure. During the procedure, the surgeon noticed that the t8 screwdriver shaft had defective teeth, which was causing the driver to slip when inserting screws. There was another device on hand to complete the procedure successfully without any delay or patient harm. Concomitant devices reported: 2.7 cortex screws (part # unknown, lot # unknown, quantity 4). This report is for one (1) stardrive screwdriver. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation revealed the complaint condition was able to be confirmed as the distal tip of the driver was found to be worn with deformed distal lobes. No definitive root cause was able to be determined however the failure modes are typically associated with wear and tear and/or rough handling. No complaint condition was unable to be replicated due to post-manufacturing damage. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.